Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, possible causes include causes due to some kind of stress problem. The most probable cause of the complaint is d02 - cause traced to component failure. Expected or random component failure without any design or manufacturing issue due to c0201 - electrical/electronic component problem identified the performance of an electrical or electronic component was found to be inadequate. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasonic probe exhibited found some kinks on the cable unit. There were no reports of patient involvement.